Event description:
The customer alleged that the electrode burned through the insulation and burned the patient. The burn of the patient required excision and closure, delaying surgery and lengthening the scar. There was no permanent damage.

Manufacturer narrative:
The return of the device is anticipate, but it has not been received for evaluation. Additionally, the customer has not provided the lot number of the device. This is the first reported complaint of this occurrence and is therefore an isolated event. A follow up reported will be submitted once we have obtained additional information that is helpful to the investigation. This submissed is passed due as we recently became aware that the original submission was not accepted due to an older version of esubmitter.

Manufacturer narrative:
The incident date was corrected to (B)(6) 2021 after additional information was received. The customer was unable to provide the lot number and the customer was contacted multiple times regarding the return of the device. The complaint was confirmed through images. However, a true root cause could not be determined as the device was not returned and the lot number is unknown. We confirmed with the supplier of the device that a dielectric test if completed on production units. It was confirmed that the subcomponent undergoes a 100% in process inspection for dielctric testing during production. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted. This submission is passed due as we recently discovered that the original submission was not accepted due to a older version of esubmitter.